Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance may have contributed to the pusher assembly kink near the mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The ruby coil lp was then able to advance through its introducer sheath with resistance due to the pusher assembly kink. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using ruby coil lps and non-penumbra microcatheter. During the procedure, a ruby coil lp was stuck and would not advance from the starting position within its introducer sheath. Therefore, it was removed. The procedure was completed using new ruby coil lp. There was no report of an adverse effect to the patient.